Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced fluctuating high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 400-500 mg/dl. The customer stated that it was due to her mixing up am and pm. The customer also had blood glucose of 33 mg/dl, which was treated with food. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.